Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) for the lot number 17421750m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). Event description continuation: there were no errors reported on any bwi equipment during the procedure. This was the only catheter in the right ventricle. The operator did not indicate the device was at fault or defective. The physician did not provide a causality opinion. Factors that may have contributed to the adverse event include the fact that the patient was an older female, therefore the cardiac tissue may have been thinner compared with a younger patient. The physician also indicated that the patient¿s condition and the fact that perforation is a risk of the procedure were also variables to consider. It was noted that it did not appear that the physician was blaming the catheter. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Event description:
It was reported that a (B)(6) female patient underwent a right ventricular outflow tract (rvot) ablation procedure for idiopathic ventricular tachycardia/premature ventricular contractions (pvcs) with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. Approximately 15 seconds into ablation, after one ablation was performed using 30 watts and approximately 30 grams of contact force, impedance increased by 20 ohms. The patient became bradycardiac and hypotensive. Ablation was stopped. A tamponade was observed in the right ventricle via a transthoracic echocardiogram. A pericardiocentesis yielded an unknown amount of fluid. The patient was reported to be in stable condition at the end of the procedure. There is no information regarding extended hospitalization. The patient fully recovered with no residual effects. No transseptal puncture was performed. The sheath used was a st. Jude medical swartz braided sl1 8.5 french. Generator settings included power control mode at 30 watts (not titrated) with temperature cut-off at 42 degrees celsius. Generator parameters at the time the injury was noticed included power at 30 watts, temperature less than 40 degrees celsius, and impedance rise of 20 ohms. Ablation time at the site of injury in the right ventricle was 15 seconds. It was noted that it is unknown precisely when the injury occurred and that the patient decompensated after ablation was performed. Irrigated catheter flow was set at 17ml/min. Patient did not receive anticoagulants during the procedure. Spi value is unknown. Force average during ablation was approximately 30 grams. Smarttouch catheter was not in close proximity to another catheter. Catheter was zeroed after the initial warm-up phase, post-connection to the carto 3 piu. Carto 3 system did not indicate to re-zero the catheter.